Event description:
It was reported that one (1) patient underwent a knee arthroplasty revision to address femoral component loosening approximately ten (10) years and one (1) month post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Yang, h. Y., song, e. K., park, c. J., bae, k. H., seon, j. K. (2025) robotic-assisted total knee arthroplasty improves aseptic survivorship compared to conventional total knee arthroplasty: a minimum 15-year follow-up. Knee surgery, sports, traumatology, arthroscopy 2025, 1-12 https://doi.org/10.1002/ksa.12731. B3 - event date - date of publication. D10 - concomitant devices - unknown nexgen tibial component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni. E1 - contact - correspondence author. G2 - report source - foreign: south korea. H6 - component code - proposed code is mechanical (g04) - femur. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.